Event description:
Boston scientific received information that an implantable cardioverter defibrillator (ICD) reached end of life (eol) last fall due to a charge time of 30 seconds, and the battery voltage was at 2.1 volts. The field representative was unable to obtain any additional information related to the patient or the event. No adverse patient effects were reported, and there was no report of surgical intervention.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.